Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose results were 148 mg/dl, 38 mg/dl, 95 mg/dl, and 48 mg/dl. Tests were done less than 10 minutes apart. Patient did not experience any adverse event. No further information has been reported.